Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One 6f angio-seal evolution was returned for evaluation. One carrier tube assembly was returned mated with the hemostasis sheath. The carrier tube assembly had been fully inserted into the hemostasis sheath in a rear lock position. The collagen knot was attached to the tip and in a state of decomposition. There was no anchor returned. The carrier tube and hemostasis sheath were bent in a curved shape. The compaction marker was fully exposed. The compaction tube exited from the tip of hemostasis sheath and completely exposed the green marker. The overall device condition was consistent with partial deployment. The button was in the 'park' position. There were four full wound turns of suture remaining within the device. The device was disassembled and the gears were rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. The carrier tube hub was detached from the gearbox and the compaction tube was removed. The rack distal end stem was broken and the compaction tube proximal end bore held the broken part of the stem. The length of the compaction tube was 6.47" and the outer diameter was measured to be 0.0548" and inner diameter was found to be 0.024". The measurements were in conformance to specifications per the revision of the drawings active at the time of manufacturing as referenced in the DHR. The returned device was functionally and dimensionally tested with no anomalies found per the manufacturing specifications. The likely cause of this event is user error. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation.

Event description:
The user facility reported difficulty with the involved angio seal evolution device. The following information was reported: the physician used an angio seal evolution 6fr to perform a diagnostic angiography procedure in the cath lab. During the closure of the puncture and after the doctors deployed the anchor, he pulled the device handle into full rear position and the sleeve snap locked. When the doctor pressed the suture release button and pulled back the device handle to complete the hemostasis, the collagen and suture deployment was unsuccessful. The procedure was a normal angiography. There was no complications present after the procedure. There was no reported blood loss. Additional information was received on may 22, 2017. No complication present after the procedure. The angiography is for diagnostic purpose of peripheral vascular disease. Additional information was received on june 13, 2017. The hemostasis was achieved using manual compression, unsuccessful collagen deployment and failure of the compaction tube when doctor press the suture release button and pullback the device handle.